Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Information received from the (B)(6) registry, subject (B)(6). Treatment of a davf. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, angiospasm was observed in the patient due to vessel perforation as the marathon and traxcess wire were being navigated retrograde. It was noted that there was onyx reflux along the microcatheter and an onyx cast that was removed using a solitaire stent. During removal of the onyx cast, it was reported some onyx migrated into normal arterial territories. Post procedure, the patient had right hemiplegia. In (B)(6) 2014 (date unspecified), there was improvement in the paresis of the distal segment of the right superior limb. Same event as MDR# 2029214-2014-00398.

Manufacturer narrative:
Reference (B)(4) follow-up 1.

Manufacturer narrative:
Received additional information stating that the rupture was detected via angio scan. The perforation of the vein was linked with the procedure, but the onyx migration is linked with the onyx. On (B)(6) 2014, the patient¿s clinical progress was favorable overall but there was still a motor deficit in the upper right limb and speech problems. On (B)(6) 2014 brain scan was satisfactory. On (B)(6) 2014, MRI magnetic resonance showed the presence of a semi-recent ischemic cva of the left superficial sylvian vein. A neuropsychological test showed reduced ideational activity coupled with significant fatigability (spoken and written language). The leukocytosis, crp, and pct are now corrected. There was light regenerative anemia of an inflammatory nature. The thyroid was normal. Reference (B)(4) follow-up 2.